Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead failed to sense despite multiple re-positioning attempts. The ra lead was removed and replaced. The patient was recovering post-procedure.